Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and oversensing. In addition, there was noise noted on the ventricular channel during patient's isometrics. The lead was suspected for fracture, and subsequently, was capped and replaced. No patient complications have been reported as a result of this event.